Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced due to no capture. The patient did not experience any symptoms due to malfunction and was stable post-procedure.